Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics-3d stent (a 5.0 x 150mm) to treat a denovo lesion of the sfa middle third to distal third of the left leg. A retrograde approach was used and pre-dilatation of the target lesion was conducted with percutaneous transluminal angioplasty. Atherectomy was also performed pre-stent placement. On (B)(6) 2021, a restenosis of treated segment was identified. It was reported as "not related" to the device or procedure but to a worsening of the pre-existing condition. The intervention required a target lesion revascularisation (tlr) on (B)(6) 2022 that involved bare metal stent placement, percutaneous transluminal angioplasty / standard balloon angioplasty, laser atherectomy. The patient outcome is reported as resolved/recovered. The device remains implanted. On review of the event by veryan, it was determined to be possibly related to the device due to the target lesion relationship.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis is listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.